Event description:
Customer reported experiencing a huge difference between the sensor glucose readings versus the blood glucose readings. Customer stated that their sensor read 70 mg/dl while their blood glucose reading was 175 mg/dl. Customer stated that they experience the difference when their blood glucose readings are fluctuating. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.